Manufacturer narrative:
(B)(4). Investigation of the returned device found that the posterior cuff was still loaded on the foot. Both cuffs were attached to the link and the anterior cuff tab was damaged. Based on the evidence found on the returned device, the posterior cuff was missed and the anterior cuff detached from the needle tip which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. During the investigation, a proxy plunger was reinserted to test the needle trajectory, because the original plunger was not returned and the result was acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is failure to maintain a stable position of the device during needle deployment or needle deflection during plunger deployment due to interaction with human tissue. The patient anatomical condition may have contributed to the reported experience. There were no manufacturing or quality issues detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second proglide device is being filed in a separate medwatch report number.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.